Manufacturer narrative:
During the manufacturing process, samples are inspected from each lot of vasoseal elite to assure that there are no deviations from the specifications. Since the lot number was not provided, we were unable to review the manufacturing records of this specific vasoseal elite lot. However, we have reviewed the manufacturing records of the lots of vasoseal elite shipped to the facility just prior to the incident. Our review of these records indicated no deviation from specification for these production lots. Since the product was not returned to datascope for evaluation, we were unable to determine the specific root cause of the reported problem. However, based on our experience, we believe that the most likely cause of the reported complaint is that the j segment may have been either deployed in the tissue tract or pulled into the tissue tract causing the j segment to bend and fold over on itself. A bend in the j segment can result in a difficulty or an inability to retract the j segment. The vasoseal elite instructions for use state that once the j segment has been engaged at the arteriotomy, do not pull up or put tension on the locator, but rather maintain its position at the arterial puncture.

Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. Following the deployment, the operator inspected the locator. The operator noticed that the j segment was missing from the locator. A fluoroscopy of the groin area was performed, and the j segment was identified in the tissue tract. The patient had no discomfort. It was determined that the patient would be watching for any signs dislodging of the j segment or discomfort.